Manufacturer narrative:
Result: damaged footboard. Coil cord. Nurse call cable.

Event description:
It was reported by service report that there was no footboard function. It was further reported nurse call cord was missing, the coil and extension cable was damaged and the scale was not working. No pt involvement or adverse consequences were reported.